Manufacturer narrative:
Device evaluation: visual analysis of the photographs a broken device identified a device with an opening in the front. Labeled as left side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional/changed and/or corrected data : b.5., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii with pain.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade iii with pain. Device remains implanted.